Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the inflation lumen. There was tip damage. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. Microscopic inspection revealed two pinholes in the balloon material proximal to the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal and distal right coronary artery (rca). A 4.00mmx8mm nc emerge balloon catheter was advanced for post dilatation. However, during the fifth inflation, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.